Event description:
A hospital in (B)(6) reported that 10 rt380 adult dual-heated evaqua2 breathing circuits were leaking at the expiratory connection where it attaches to the ventilator. This was found before patient use.

Event description:
A hospital in (B)(6) reported that 10 rt380 adult dual-heated evaqua2 breathing circuits were leaking at the expiratory connection where it attaches to the ventilator. This was found before patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint devices were not returned to fisher & paykel healthcare as the hospital is unable to locate the complaint devices. Our investigation is therefore based on the information provided by the hospital and our knowledge of the product. The customer reported that there was a leak from the rt380 circuits at the expiratory connection where it attaches to the ventilator. A lot check was not performed as no lot number was provided. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All rt380 breathing circuits are pressure tested for leaks before leaving the production line and those that fail are rejected. The user instructions supplied with the rt380 adult dual-heated evaqua2 breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product, which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint rt380 devices from the customer. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.